Manufacturer narrative:
Continuation of concomitant medical products: product ID 8731sc , partially explanted: (B)(6) 2022 (approximate date, specific month and year known only), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a pediatric patient who was receiving compounded baclofen (1000 mcg/ml at 153,4 mcg/day in a flex) via an implantable pump. The patient's medical history included cerebral palsy. It was reported that there was no pump issue. In february, the spinal segment of catheter was replaced with a new spinal segment. When programming the new catheter volume, they accidently removed the pump segment length, which was 66 cm and they filled in 0,1 cm instead. This meant that an incorrect catheter volume was programmed. The spinal length was correctly noted. After which the priming bolus of the spinal segment was programmed. It was noted that the team was asked to adapt the correct lengths of the catheter after the surgery. Unfortunately, they forgot and didn¿t notice or change that until now. The hospital wanted to know the correct catheter volume. Regarding factors that may have led or contributed to the issue, incorrect catheter volume having been programmed was noted. The date (B)(6) 2022 is considered an approximate date of event, specific month and year known only. No diagnostic tests or troubleshooting was performed. The portion of the catheter that was explanted in (B)(6) 2022 (specific month and year known only) would not be returned to the manufacturer regarding having been lost. The abdominal segment of catheter remained in situ. The patient was without injury regarding their status as of (B)(6) 2022. The patient's weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc, serial# unknown, explanted: (B)(6) 2022, product type: catheter. Product ID: ct900b, serial# (B)(6), product type: mobile platform. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer's representative (rep) on 2022-jun-07. It was reported that the event was resolved and the correct catheter length was entered on 2022-may-17.